Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that two days following a cataract surgery with an intraocular lens implantation, the patient complained of having difficulty seeing. The anterior chamber was washed out and cleaning of the back of the iol was also performed. The symptoms did not improve. A culture was performed of the aqueous humor and no bacteria was detected. The patient was diagnosed with aseptic endophthalmitis. An antibiotic was administered with no improvement. The patient recovered after administering steroids to the conjunctiva. The symptoms are calm and the vision is improving. At present the anterior chamber is clean and corrected visual acuity has recovered to 0.8 (20/25) but vitreous clouding occurred and there was a complaint of myodesopsia. Additional information was provided indicating that the physician has assessed the patient's outcome as "improving". Regarding the causal relationship between this event and the lens, the physician assessed as "sure" because the other reason is not possible. The physician considers that it was not bacterial endophthalmitis since the conjunctiva was not reddened and remained clean. Antibiotic agent did not work and the inflammation subsided with steroids.

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).